Event description:
A patient came in for outpatient transesophageal echocardiography (tee) and cardioversion. The patient tolerated the tee well. Cardioversion was initiated for atrial fibrillation. One charge of 150 joules was administered by pressing the "sync" button on the front of the machine charging the defibrillator and then initiating the shock. The patient remained in atrial fibrillation. A second charge of 200 joules was initiated. However during administration of the second shock, the pressing of the "sync" button was missed. The result of the second charge was putting the patient into ventricular fibrillation. At this point a code was called and CPR was initiated. CPR was continued for approximately 50 minutes with an additional 6 to 10 charges being administered between compressions. Despite staffs' best efforts to revive the patient, the ventricular fibrillation deteriorated to asystole and the patient expired. Although there were no mechanical, electrical, or otherwise physical defects/malfunctions of the device, it is believed that the design of the interface of the defibrillator directly contributed to the outcome of this case. The "sync" button on the front of the machine is black along with the "pacer", "rate", "current", and "pause" buttons. Some buttons on the front of the machine are colored. The "on" button is green, the "charge" button is yellow, and the "shock" button is red. It is believed that having the "sync" button a color that stands out, with some additional color coded instructions on the front of the device (e.g. "For cardioversion"), that is specific to cardioversion shock administration, would mitigate the risk of missing the "sync" step during this procedure. A second possible solution would be built in software that recognizes r wave peaks, and if r wave peak rhythm is observed by the machine, the software will prompt the user to verify the delivery of a non "sync" shock.